Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Ppf has no new allegation provided. Pfs alleges metallosis, infection following revision with multiple procedure to removed tissue and clean infection. In addition to what were previously reported in the medical records, there was no reported infection for this event however the patient undergone open reduction and internal fixation for comminuted displaced right greater trochanter. Operative note reported greater trochanteric fracture and amount of hypertrophic soft tissue present with serosanguineous fluid and the abductor had pulled away with marked displacement of the greater trochanter. Doe: (B)(6) 2011, right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege the patient continues to suffer pain and agony in her right and left hips and lower extremities for which she continues to seek medical treatment. Ppf alleges pseudotumor, metal wear and metallosis. After review of medical records, revision note reported fall and greater trochanteric fracture, and there is no mention of pseudotumor, metal wear and metallosis. Doi: (B)(6) 2007 - dor: (B)(6) 2011 (right hip) first revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.